Event description:
It was reported that a user experienced an occlusion alarm on the ilet insulin pump, with blood glucose in the 500 mg/dl range, after using an older tandem infusion set; the user changed the cartridge, connector, and infusion set to the beta bionics infusion set, after which the blood glucose decreased to 160 mg/dl and the alarm resolved. Symptoms included hyperglycemia without ketones. Outcomes included resolution after supply replacement and no hospitalization. Investigation included user interview and troubleshooting with education on proper infusion set use. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and resolution after replacement of disposable components, consistent with an infusion set obstruction affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.